Event description:
As reported on (B)(6) 2011, a (B)(6) female presented for an endovenous laser treatment of the left great saphenous vein. With the tre-sheath in position and in preparation of inserting the laser fiber, the physician flushed the sheath with 5 cc of normal saline. The patient became light headed with perioral paresthesia and had chest pains with palpitations. The patient's symptoms resolved within a couple of minutes without intervention. The procedure was successfully competed without further complications. There was no harm or injury to the patient.

Manufacturer narrative:
The patient had a similar episode during same type of procedure on (B)(6) 2011 which necessitated an initial hospital stay. This event was reported via medwatch 1319211-2011-00109. Although the reported device was disposed of and not available for evaluation, an investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).